Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed the infusion set and the cannula was bent. The customer¿s blood glucose was 245 mg/dl at the time of incident. The customer also stated that they did the bolusing and the boluses were not correcting there blood glucose so they changed the sets and found the cannula bent. The customer was using the auto mode feature. The insulin pump will not be returned for analysis.